Event description:
The facility representative contacted baxter to report an infusor that had ruptured. The event occurred during patient infusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter. A follow-up medwatch report will be submitted if the device is received at baxter or if additional information is received.